Event description:
It was reported that this pacemaker was part of the system revision due to infection with pain and discomfort. Reportedly, the patient had redness and pain around the implant site. Furthermore, the patient undergone a wound vacuum procedure. No adverse patient effects were reported. The pacemaker was explanted.